Event description:
Patient had allergic reaction to synvisc. Knees swelled and patient was unable to wait. Condition has since resolved. Dose or amount: 16mg, frequency: weekly, route: each knee. Dates of use: 3 weeks. Event abated after use: yes. Diagnosis or reason for use: knee damage.